Manufacturer narrative:
The instrument tracker was returned to the manufacturer for evaluation. Analysis found that the side tab was sticking/resulting in difficulties attaching instrumentation to the instrument tracker. However, the tracker was noted to track and verify normally. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the instrument was difficult to unlock due to the fins which seams are locked.